Manufacturer narrative:
Date of report : 15feb2019 , date rec¿d by MFR : 14feb2019. MFR report 2031642-2019-00695 is a duplicate of an event previously reported under MFR report # 2031642-2019-00573. Any additional information will be submitted under the initially reported MFR #2031642-2019-00573. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event : (B)(6) 2019, date rec¿d by MFR . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the unit was not switching on. There was no patient involvement. Event date not specified; estimate used.